Manufacturer narrative:
Leaflet thickening can be attributed to structural valve deterioration (svd) and/or nonstructural valve dysfunction (nsvd). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Leaflet thickening may also be attributed to non-structural valve dysfunction (nsvd), which is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as thrombosis/halt, early endocarditis or host tissue overgrowth. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 11 months due to thickening with preserved cusp opening, severe central regurgitation, mild-moderate stenosis. The patient presented with shortness of breath on exertion, and lower extremity edema. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient tolerated procedure well. The patient was in recovery post procedure.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 11 months due to unknown reason. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 11 months due to severe regurgitation, stenosis, thickening with preserved cusp opening. The patient presented with shortness of breath on exertion, and lower extremity edema. The procedure was performed with a 26mm 9750tfx transcatheter valve. The patient tolerated procedure well. The patient was in recovery post procedure.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.